Event description:
The ge oec 9800 fluoroscopy system was set-up for a procedure. Prior to making an exposure, the system went into the stand-by mode, and did not properly restart. The system required a re-boot to function correctly.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate. By user description, the system appeared to have not re-started from the stand-by mode. The power supplies were checked and the workstation power supply #1 (ps1) was found to be below specification. The power supply was re-calibrated to the nominal 5 volt rating, the system was tested, determined to be functioning as intended and released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.